Manufacturer narrative:
Patient weight was unable to be provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2000 at 2:15:38 through 4:20:36 prior to the clock being set, and (B)(6) 2023 at 4:20:36 through (B)(6) 2023 at 9:01:55. The log file was comprised of routine power cable disconnects and pi events, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced rising lactate dehydrogenase from mid 300s to high 400s. Log files were sent in review to see if there was any indication of hemolysis. The log file data did not contain information that can confirm hemolysis. There was no unusual events recorded in the log files and the device operated as intended.